Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the device was returned and analyzed. Analysis revealed normal depletion that meets 80% of expected longevity.

Event description:
It was reported at a regularly scheduled follow up appointment the device interrogation showed a charge time greater than 20 seconds with a battery voltage of 2.65 volts. It was noted that at the device check six months earlier the battery voltage had been 2.4 volts with a charge time of 15 seconds. The device had been two charge times greater than 16 seconds so the end of life (eol) indicator was triggered. The device will be explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported at a regularly scheduled follow up appointment, the device interrogation showed a charge time greater than 20 seconds with a battery voltage of 2.65 volts. It was noted that at the device check six months earlier the battery voltage had been 2.4 volts with a charge time of 15 seconds. The device had two charge times greater than 16 seconds so the end of life (eol) indicator was triggered. The device will be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the device was returned and analyzed. Analysis revealed normal depletion that meets 80% of expected longevity.